Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that it was impossible to install a new hydraulic foot because the connector was not compatible.

Manufacturer narrative:
During installation of the subject replacement hydraulic stabilisation system (curative maintenance), a malfunction was observed. The part was returned to the manufacturing site for analysis. Visual and functional inspection confirmed the part was not in conformance, and the most probable cause is a manufacturing defect. A new hydraulic stabilisation system was installed for repair purposes.